Manufacturer narrative:
Based on the current information provided, the root cause of the bowel injury was attributed to anatomical factors. The root cause of the post-operative complications cannot be determined or is unknown. The surgeon confirmed there was no allegation of the da vinci system, instrumentation or accessories to be associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No system or instrument log reviews could be performed due to the lack of product and procedure information. No image or video clip for the reported events were submitted for review. This complaint is reportable due to the following: with the asian journal of surgery article titled, ¿application of da vinci robotic surgery system in cervical cancer: a single institution experience of 557 cases,¿ operative complications involving a da vinci surgical procedure were noted. Although there was no allegation of a malfunction of a da vinci system, instrument or accessory, the cause of the utero vaginal fistula, post-operative infection, deep venous thromboembolism and ureteral stenosis are unknown. The patients with the complications received medical intervention to treat their conditions. The intra-operative bowel injury by trocar puncture was attributed to previous surgery and adhesions.

Event description:
Intuitive surgical, inc. (Isi) became aware of an asian journal of surgery article titled, ¿application of da vinci robotic surgery system in cervical cancer: a single institution experience of 557 cases¿ (li, j., gong, x., li, p., et al., 2021). Within the journal article, operative complications involving a da vinci surgical procedure were noted. Two (0.4%) serious intraoperative complications (clavien-dindo classification grade iii or higher) occurred. One patient with a history of prior liver surgery had small bowel wall adherent to the abdominal wall and was injured by performing trocar puncture. The patient subsequently underwent laparoscopic bowel repair with no subsequent problem. The second patient developed a ureterovaginal fistula and recovered after placement of a ureteral stent. Postoperative complications were noted in 11 (2.0%) patients including lymphocysts with infection, deep venous thromboembolism and ureteral stenosis, which were cured after subsequent treatment. Isi obtained the following information from the customer about the complaint: "all cases were performed at the first affiliated hospital of chongqing medical university, china. The 557 cases of da vinci robot-assisted laparoscopic surgery in our article were performed from march 2016 to october 2020. All operations are performed by three gynecological oncologists in our center, all of whom have nearly 20 years of experience in minimally invasive surgery and have received professional training to obtain operating qualifications. Our department has always used the da vinci robot si system.¿ there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedures that involved the operative complications. There was no allegation that a malfunction of a da vinci system, instrument, or accessory caused or contributed to the operative complications. In terms of complications in the article, our incidence was low and acceptable, both intraoperatively (0.4%) and postoperatively (2.0%). Some studies reported that the incidence of bowel injury in robot-assisted gynecologic malignancy surgery was approximately 0.62%. The two cases of intraoperative injuries in the article were related to the history of surgery and severe pelvic-abdominal adhesions, which also reminded us that the patient's surgical history should be fully evaluated before surgery. Postoperative complications should be detected and managed early. Additional details of the patient's events are partially described in the article. (1) age (48.12±8.16 years), bmi (22.94±2.98 kg/m2) are represented in table 1. All patients were of yellow race. (2) all patients underwent a comprehensive preoperative evaluation with gynecologic oncologist staging, imaging, serologic tests and so on, and voluntarily chose robotic surgery after no contraindications to surgery and received adjuvant therapy based on postoperative pathology. Regular follow-ups were carried out after treatment, and the deadline for the follow-up of the article was october 2020. (3) the surgical history of two patients with intraoperative complications (clavien-dindo classification grade iii or higher) was described in the article, however, the previous histories of the other patients were not analyzed. Related issues that we would pay more attention to in future articles. There were no patient deaths related to surgical complications. From our findings, patient mortality was correlated with tumor stage, and there were no patient deaths related to surgical complications. Details of the patients who died and relapsed have been described in table 5 in the article, all of whom died from disease progression (recurrence or metastasis). Details of the patients who died and relapsed, including disease-free survival time (dfs was defined as the date from surgery to the diagnosis of recurrence on imaging examination or tissue biopsy, or the last follow-up) and overall survival time (os referred to the date from surgery to death or the last follow-up) have been described in table 5 in the article. From our findings, patient mortality was correlated with tumor stage. Some studies have also indicated that histologic cell type also impacted survival, and that rare histologic cell type might have a worse prognosis."